Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed during a site change. Blood glucose reading was 282 mg/dl. Troubleshooting was performed. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. No unexpected alarm was noted for a loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. A bleeding display was noted.